Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to high out of range impedance values. A fracture was suspected and it was successfully replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.